Event description:
"Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.5, lab: 1.7. Tests were performed simultaneously. Patient stated she took the same test strips used in discrepant correlation study and tested the same day on her friend's inratio2 monitor, result: 1.7. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.